Event description:
A malfunction was reported by a customer involving their device, described by an unspecified error code. There was no adverse impact to the customer's blood glucose level. The customer is expected to return the faulty pump for analysis, and arrangements have been made for a replacement pump to be provided.